Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the patient had urethral atrophy at the cuff side. The device worked fine. The old aus was removed and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. It is believed that the previous cuff was too long for the patient's anatomy. The old cuff was implanted by another physician at another state around 8 months ago. The patient did not have further complications.